Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 25 devices were evaluated in the field and the issue was confirmed; 19 devices had worn components, 2 devices had alignment issues, 7 devices had broken/damaged components, and 2 devices had bent components. The devices were repaired and returned. 1 device was evaluated in the field and the issue was not confirmed, as no defect was found with the device. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 28 </noe> malfunction events, where it was reported the device had reduced brake force. There was no patient involvement.